Manufacturer narrative:
No button error alarms noted during testing. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump also had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. The customer was attempting to deliver a bolus when the alarm occurred. The customer stated that they had taken and reinserted the battery until the insulin pump started working again. However, then they found that the up button was not working. The customer's blood glucose was 113 mg/dl. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.